Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and the critical block and inverse critical block did not add to zero. Customer's blood glucose at time of incident was 8.2mmol/l. Customer attempted to change battery but this was rejected by pump which alarm for failed battery. Customer wants pump to be replaced. Customer was advised to return pump and we will replace it.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The power management tool shows that the backup battery loaded voltage and unloaded voltage was within specification range. The pump was received with normal operating currents. No unexpected failed battery test/battery failed or pump error 15 alarms were noted during testing. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.